Event description:
The needle broke during a cesarean section. The surgeon was unable to find the broken needle in the patient so the patient was closed, presumably with the needle in the uterus. The surgeon noted that he did not want to search too much for the broken needle as he was in a very vascular area. He noted that the surgery outcome was good and he will ask the patient to come back in a few months for an x-ray and possible scope. He did not know if an additional operation would be necessary at this time.